Event description:
Register nurse found pt sideways in bed with head and neck in side rails. Patient had desaturated to 80% o2. Patient was not on a trach. Patient had been capped on 03/18 at 6:15. Patient was ambued to an o2 sat of 98%. No adverse effect to pt. Bolsters placed against both siderails. Patient in waist restraint. Patient in low bed.